Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. Further information has been requested regarding part replacement but no response has been received. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirms the reported failing flow transducer test during pre-use check. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).